Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 01 issue was verified, but the malfunction 12 issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump.